Manufacturer narrative:
A4-a6:unk h6: work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.50/2.5/109 tore during loading. A replacement lens was implanted.

Manufacturer narrative:
B5: the reporter indicated the lens was tore during loading and injection/delivery into the eye. There was patient contact, but no patient injury. Cause of the event was other. Reportedly, "lens tore while implanting. Removed & reloaded new lens without incident." The problem was resolved. Status of the eye is said, "cortical spoking on lens. Doing well otherise." Claim# (B)(4).